Manufacturer narrative:
On (B)(6) 2021 the customer returned insulin pump for an alleged keypad anomalies, blank, frozen, partial screen, flashing/solid white screen and low blood glucose. Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the electric board and powered still no power up. The original mother board and faulty connector on radio frequency board was removed and replace with a test mother and faulty connector on radio frequency board. No anomalies was notice after battery insert. Problem isolated to mother and faulty connector on radio frequency boards. Unable to perform normal operating current. The stop (idle) current and run current measurement tests self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify download, keypad anomaly and frozen screen due to blank display. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. After inserting battery unit power properly. Insulin pump monitored for several days and no blank display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Insulin pump had frozen screen and the keypad buttons stopped working. Customer had low blood glucose of 50 mg/dl. Customer was treated with food. The insulin pump will be returned for analysis.